Event description:
Boston scientific received information stating: patient presented for rountine generator change. Patient in sinus rhythm before procedure. Old device working satisfactorily. During implant patient went into atrial fibrillation. Checking the device after wound closure atrial lead found to be undersensing af. Device reprogrammed from ddd mode to vvi mode. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).